Manufacturer narrative:
The harmonic ace instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the harmonic ace instrument (l90220131-0358) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was reported that the minimally invasive procedure was converted to open due to patient anatomy. It is unknown, at this time, if this conversion was a planned part of the procedure, or due to potentially anticipated patient anatomy difficulties.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, the harmonic instrument moved on its own while installed on universal surgical manipulator (usm) 3. The clinical territory associate (cta) called the technical support engineer (tse) after a procedure to report the issue. The cta also reported that usm3 began blinking and made the patient clearance sound while no one was touching it. Further details were not available. The tse found no related errors in the logs. Troubleshooting could not be performed since the case had already ended. The procedure was aborted due to anatomy, with no reported injury. Follow-up was performed and additional information was obtained. The customer reported the procedure was aborted due to anatomy and had nothing to with the da vinci system. The surgeon was examining the patient's surgical area and noticed a large vessel within the ventral hernia growing into the hernia and he did not feel that he should be the one to perform the procedure. However, while examining the area with the harmonic ace, the instrument started to move back and forth on its own without command.